Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien technical support engineer troubleshoot this issue with the customer over the phone. The customer was advised to run extended self test, short self test, performance verification test and calibration and to exercise for 48 hours on test lungs. Multiple attempts have been to get additional information but no response received from the customer.